Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On 12/14/2024, the patient experienced nausea, vomited, and had frequent urination. The day after the parents took a fingerstick and the cgm was reading 100 mg/dl and the blood glucose reading was 362 mg/dl. Ketones were tested and were 4.7 mmol/l, and the patient was brought to the hospital by their parents. The patient was treated with intravenous insulin. The patient recovered after treatment and was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid after treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2025.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR. Clarified information was provided on 01/05/2025. On the of the event the cgm readings were reading in range, despite the patient no having breakfast due to nausea. The parent suspected a small gastrointestinal issue, and the patient went to bed to rest. Later that evening the patient experienced nausea, vomited several times during the night, and had frequent urination. Initially the parents still thought it was a gastrointestinal issue, but by the next morning they contacted a medical on call service, and were advised to get a nausea suppository from the pharmacy. However, before going to the pharmacy, the parents took a fingerstick and the cgm was reading 100 mg/dl and the blood glucose reading was 370 mg/dl. Ketones were tested and were 4.7 mmol/l. The sensor was replaced and the patient was brought to the hospital by their parents. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient also experienced pain while being at the hospital. Patient recovered after treatment and was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).